Event description:
During the pre-insertion trach tube check the balloon when instilled with air would not remain inflated. Trach tube replaced with one of a different lot number and it functioned adequately. No impact to pt.